Event description:
It was reported that pump displayed malfunction alarm malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact support again if any malfunction alarm returned.